Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported cylinder rotated about 30 degrees off planned axis during an aberrometer guided cataract procedure. No further information is available.

Manufacturer narrative:
Additional information provided. Based on assessment, the product met specifications at the time of release. The root cause of the reported event is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).